Event description:
It was reported that the patient experienced chest wall stimulation and elevated right ventricular (rv) lead threshold. The chest wall stimulation subsided on it's own, but the threshold remains high. The rv lead was repositioned and remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2006; (B)(4) mechanical valve (B)(6) 1989.